Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was placed during a feeding procedure in 2008, (patient age, gender and weight are unknown). According to the complainant, within one month after placement the device was found to be leaking nutritional supplement. When the device was removed a tear was found at the shaft. Another device was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
A visual examination of the returned device confirmed that the shaft of the button was torn. This was observed to be a 11 millimeter, jagged tear in the button shaft that was partially wrapped around the shaft. A functional evaluation found that the cap could be placed in the button and retracted without issue. The most probable cause of the reported malfunction is likely due to operational context.